Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 10 days after two dental implants were installed in patient¿s mouth, they had to be removed because the patient was in pain. The 35 ncm of primary stability was achieved and immediate load was performed. The patient presented insufficient bone quality/quantity (bone type iii) and bone graft was executed.